Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2013 the pulse generator exhibited inappropriate measured battery data. The patient presented for follow-up four weeks later and the physician was satisfied with the remaining longevity of the device. The patient would be seen again in six months.